Manufacturer narrative:
The single port (sp) extended range monopolar curved scissors was returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 1.61mm x 2.56 mm in size. The electrical continuity was performed and passed. The inputs were manually articulated and passed. The housing was removed and found to be undamaged. The instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter but not returned. The detached fragment measures approximately 1.61 mm x 2.56 mm. The root cause is typically attributed to mishandling.

Event description:
It was reported that the single port (sp) extended range monopolar curved scissors had a broken tip. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details could be provided and obtained the following: the customer reported that they did not have any more information, other than what was originally offered.